Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that a clinical patient that was implanted with artia has experienced infected seroma in the left breast. The following actions have been taken: seroma aspirated for turbid seroma, culture sent, and seroma catheter placed. Keflex oral antibiotic has been given as a treatment. Symptoms have been resolved. It was confirmed later that both lot numbers up200128-112, and up200133-274 were used on the left breast in the original implant. This is the same patient reported under patient identifier (B)(6). This emdr is being submitted for the lot # up200128-112.